Event description:
Ten minutes into the lithotripsy procedure, the gantry seemed to slip on the "z-axis". Patient was repositioned and the procedure continueed a few minutes later, the gaantry slipped again. No patient injury occurred. The proceeeedure was discontinued.